Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 128 motor post-delivery error was observed in the black box. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. All current readings were within specifications. The alleged ¿short battery life¿ issue was unable to be duplicated. The pump cover was removed and no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.